Event description:
This report summarizes 65 malfunction events in which the device reportedly overheated. - 57 events had no patient involvement; no patient impact. - 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 64 events were previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 0001811755-2021-00245 but should be included under this report. - 65 previously reported events are included in this follow-up record. Product return status 50 devices were received. 13 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 65 previously reported events are included in this follow-up record. Product return status: 50 devices were received. 15 devices were not available for evaluation.

Event description:
This report summarizes 65 malfunction events in which the device reportedly overheated. - 57 events had no patient involvement; no patient impact. - 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 64 events were reported for this quarter. Product return status: 12 devices were received. 52 device investigation types have not yet been determined. Additional information: 64 devices were not labeled for single-use. 64 devices were not reprocessed or reused.

Event description:
This report summarizes 64 malfunction events in which the device reportedly overheated. 64 events had no patient involvement; no patient impact.